Event description:
A consumer had essure inserted in the doctor's office. She was not advised of the nickel, nor did she receive a pelvic exam or test for certain diseases prior to the procedure. She also reported that she had all of her doctor's notes and a urine pregnancy test was not performed on the insertion date - it was only performed in 2008. After insertion, she presented to the doctor's office in excruciating pain, bleeding, cramping and bloating. She was told by her doctor that her body was adjusting, but she went back to the office 7 more times with the same complaint. Her doctor informed her that it could not be essure and that she might have a cyst on her ovaries or uterus or fibroids. Her doctor wanted to place her on birth control, but she refused. She also refused laparoscopic surgery, ablation and dilation and curettage. She decided to search for another doctor because her current one insisted that it was not essure that was causing her symptoms. Over the course of 5 years she has been very sick, anemic, and fatigued due to excessive blood clots. She also experienced unexplained fever, rash, hearing problems, vision problems, taste problems, loss of concentration, loss of balance, weight gain, sever weight loss, irritable bowel syndrome, anxiety, high blood pressure, panic attacks, nausea, diarrhea, major pain on right side as she could actually feel the essure coils, headaches, migraines, allergies, nervousness, dizziness, leg pain, back pain , neck pain, blisters in her nose and mouth, bowls on her legs, insomnia, crying, sadness, anger and feeling miserable. In 2010 or 2012 she visited another gynecologist who told her that her coils were making her sick. She told him that she was allergic to nickel and he told her that her body was in chronic inflammatory state for a long time. She had hysterectomy performed and her tubes were removed along with essure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.